Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with failure code 522:320:654:0000. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Baxter?s review of the device event history confirmed that the reported condition interrupted delivery on channel a . The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 522:320:654:0000. The root cause was determined to be a pinched rear speaker harness wire. The speaker harness was replaced to resolve this issue. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.